Manufacturer narrative:
Hematoma is a known inherent risk for a biopsy procedure. The investigation of this event is still in progress to evaluate the clinical relevance and applicability to the use of the mammotome revolve biopsy system, the subject device of this report. However, the customer has recently switched from a competitor device to mammotome revolve biopsy system. As a result, the customer may be experiencing differences in application and usage attributing to the effects of hematomas on the patients. The biopsy probe component of mammotome revolve system was discarded by the customer, which prevents a full analysis of the device and its relevance to this event. However, a DHR review of the lots purchased by the customer was conducted. The performance specifications and the components demonstrated high process capability to the specification. There were no abnormalities or deficiencies found. Based on follow up discussions with the customer, it is likely that the differences between the competitor device that they previously used and the mammotome revolve biopsy system are contributing to the use issues. Additional product training at the customer site is scheduled in order to ensure proper use of the mammotome revolve system. However, as this event had patient consequences of uncontrolled bleeding that required an or intervention, pursuant to 21 cfr 803, this MDR is being submitted. Device discarded by customer.

Event description:
The sales rep reported that the customer has stated that they were experiencing hematomas on almost every patient that they biopsy with the revolve 8g probes. The customer states that they have conducted approximately 12 - 15 biopsy procedures using the revolve 8g probes so far this year, resulting in two patients being sent to the or to resolve the bleeding issue.